Event description:
It was reported that the patient was found at home unresponsive with active low flow alarms. The patient was brought to the outside hospital ((B)(6)) with cardiac arrest and no active power source attached. The power was restored at the clinic however, there were 25 minutes of pump off or backup battery power. The patient expired in the emergency room (ER) due to no cardiac function. Log files were submitted for review and captured low flow events on (B)(6) 2024 from 1311 through 1356 with the flow noted as low as 0.7 liters per minute (lpm). The flow recovered at that time however low voltage hazard events were noted while the patient was connected to the mobile power unit (mpu) at 1356 on (B)(6) 2024. No external power events were noted from 1356 when both power leads were disconnected until 1421 on (B)(6) 2024 when battery power was connected. During these no external power events, low flow events were again recorded with the flow noted as low as 0.7 lpm. The pump was running on the backup battery for approximately 25 minutes. The driveline was disconnected at 1427 on (B)(6) 2024. Related manufacturer reference number: 2916596-2024-01848 (pump).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted log file spanned approximately 2 days ( on (B)(6) 2024 per time stamp). On (B)(6) 2024 at 13:56:44, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1.4v. This was consistent with a loss of ac power. Shortly after on (B)(6) 2024 at 13:56:58 while the no external power was already active, both power cables were disconnected simultaneously. The alarms cleared 25 minutes later when the patient was connected to batteries at the hospital at 14:21:03. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial number (B)(6) , was not returned for analysis. The provided information stated that the patient was found unresponsive at home and was taken to the hospital without a power source attached. The patient expired in the emergency room due to no cardiac function. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.